Event description:
Our rep. Is reporting that the patient underwent an arthroscopic shoulder repair on (B) (6) 2009 with the use of a versalok anchor for fixation. Subsequent to this procedure, it was somehow discerned that the fixation device had pulled out of the bone hole. A re-surgery was performed on (B) (6) 2010 for remedy. At this revision procedure, the original fixation device was removed and the surgeon employed a helix and another versalok anchor to re-fixate the rotator cuff. Complaint device discarded by facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.